Event description:
Caller reported a cartridge alarm that did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer experienced similar issues with different cartridges and contacted tandem technical support for assistance. Cts confirmed shipping the replacement pump and provided instructions for returning the problematic pump, which the caller understood and acknowledged.